Event description:
Biomedical engineer reported that during cataract surgery, surgeon was clearing out the lens and had difficulty removing I/a handpiece tip stuck against posterior capsule. This caused the handpiece to aspirate the posterior capsule and leave a hole on the capsule at the place where the tip has been. Surgeon implanted a pmma lens in the sulcus. Enlarged the incision site: 6mm, closed wound with several stitches (reportedly). 10/05/2006: additional information received from surgeon noted patient had undergone a vitrectomy procedure performed by another surgeon. Prognosis is good. Patient will have follow-up visit in about ten days or so.

Manufacturer narrative:
A company service representative checked the system. The part of the footswitch which activates the reflux remained blocked in the active position (did not come back up to the non-active position when the surgeon released foot pressure). The footswitch has been returned for further testing and root cause analysis.